Event description:
Case description: investigation result: name: novopen 6, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Name: ryzodeg penfill, batch: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the case have been updated with the following: "malfunction", "is non-reportable" field updated. "Qc result" and "qc comment" field updated. "Expected date of fu" removed. Final report ticked. Annex b, c, d, g codes updated. Narrative updated accordingly. Final manufacturer comment: 02-apr-2026: the suspected device novopen 6 has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 6. Of note, the issue caused by the piston remaining retracted was resolved. Cardiac arrest is assessed as unlisted event: blood glucose increased is assessed as listed event according to the novo nordisk current ccds information on ryzodeg penfill. Information on co-morbid illness (any pre-existing cardiac issues, previous glycaemic control details), and relevant investigations (ECG, echocardiogram, blood tests) are not there for complete assessment. This single case report is not considered to change the current knowledge of the safety profile of ryzodeg penfill. No consent for safety follow-up questions, hence no further follow-up is possible h3 continued: evaluation summary: name: novopen 6, batch number: unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas): blood glucose levels increasing up to 750 mg/dl [blood glucose increased]. No drug was delivered [device failure]. When pressing the dose button of the novopen 6, the piston did not come into contact with the medication; piston malfunction [device malfunction]. No information had been provided last year regarding the need for training [product knowledge deficit]. Pen could not be used properly [device use issue]. Case description: study ID: 1267-innovex pen educator org. Study description: trial title: patient education on using of devices for both insulin and growth hormone (durable and disposable devices). Patient's height, weight and body mass index were not reported. This serious solicited report from turkey was reported by a consumer as "blood glucose levels increasing up to 750 mg/dl(blood glucose increased)" with an unspecified onset date , "cardiac arrest(cardiac arrest)" with an unspecified onset date , "no drug was delivered(device failure)" with an unspecified onset date , "when pressing the dose button of the novopen 6, the piston did not come into contact with the medication, piston malfunction (device component malfunction)" with an unspecified onset date , "no information had been provided last year regarding the need for training (not trained on proper device use)" with an unspecified onset date , "pen could not be used properly (improper use of device)" with an unspecified onset date and concerned a female patient who was treated with novopen 6 (insulin delivery device) from unknown start date for "device therapy". Ryzodeg penfill 100 u/ml (insulin aspart 1.05 mg/ml, insulin degludec 2.56 mg/ml) from unknown start date for "product used for unknown indication". Dosage regimens: novopen 6: ryzodeg penfill 100 u/ml. Medical history was not provided. On an unknown date when pressing the dose button of the novopen 6, the piston did not come into contact with the medication and no drug was delivered from the needle tip. It was reported that last year, while using ryzodeg penfill, administration of the medication was not possible due to the piston malfunction of the novopen 6. It was stated that the inability to use the pen led to blood glucose levels (blood glucose) increasing up to 750 mg/dl. The patient further reported experiencing cardiac arrest and recovering following medical interventions. It was reported no information had been provided last year regarding the need for training, and therefore the pen could not be used properly. It was stated that the inability to use the pen led to elevated blood glucose levels, resulting in cardiac arrest, and that the patient was resuscitated following medical interventions. A simultaneous test was performed using the pen for which the malfunction was reported. The issue caused by the piston remaining retracted was resolved. Batch numbers: novopen 6: ryzodeg penfill 100 u/ml: asku. Action taken to ryzodeg penfill 100 u/ml was not reported. The outcome for the event: "blood glucose levels increasing up to 750 mg/dl (blood glucose increased)" was recovering/resolving. The outcome for the event: "cardiac arrest (cardiac arrest)" was recovering/resolving. The outcome for the event: "no drug was delivered (device failure)" was recovered. The outcome for the event: "when pressing the dose button of the novopen 6, the piston did not come into contact with the medication, piston malfunction (device component malfunction)" was recovered. The outcome for the event: "no information had been provided last year regarding the need for training (not trained on proper device use)" was not reported. The outcome for the event "pen could not be used properly (improper use of device)" was not reported. Reporter's causality (novopen 6): blood glucose levels increasing up to 750 mg/dl (blood glucose increased). Unknown cardiac arrest (cardiac arrest): unknown. No drug was delivered (device failure): unknown. When pressing the dose button of the novopen 6, the piston did not come into contact with the medication, piston malfunction (device component malfunction): unknown. No information had been provided last year regarding the need for training (not trained on proper device use): unknown. Pen could not be used properly (improper use of device): unknown. Company's causality (novopen 6): blood glucose levels increasing up to 750 mg/dl (blood glucose increased): possible cardiac arrest (cardiac arrest): unlikely. No drug was delivered (device failure): possible. When pressing the dose button of the novopen 6, the piston did not come into contact with the medication, piston malfunction (device component malfunction): possible. No information had been provided last year regarding the need for training (not trained on proper device use): possible. Pen could not be used properly (improper use of device): possible. Reporter's causality (ryzodeg penfill 100 u/ml): blood glucose levels increasing up to 750 mg/dl (blood glucose increased): unknown cardiac arrest (cardiac arrest): unknown. No drug was delivered (device failure): unknown. When pressing the dose button of the novopen 6, the piston did not come into contact with the medication, piston malfunction (device component malfunction): unknown. No information had been provided last year regarding the need for training (not trained on proper device use): unknown. Pen could not be used properly (improper use of device): unknown. Company's causality (ryzodeg penfill 100 u/ml): blood glucose levels increasing up to 750 mg/dl (blood glucose increased): possible cardiac arrest (cardiac arrest): unlikely. No drug was delivered (device failure): possible. When pressing the dose button of the novopen 6, the piston did not come into contact with the medication, piston malfunction (device component malfunction): possible. No information had been provided last year regarding the need for training (not trained on proper device use): possible. Pen could not be used properly (improper use of device): possible. The event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. Preliminary manufacturer's comment: (B)(6) 2026: the suspected device novopen 6 has not been returned to novo nordisk for evaluation. No conclusion reached on device functionality. Cardiac arrest is assessed as unlisted event: blood glucose increased is assessed as listed event according to the novo nordisk. Current ccds information on ryzodeg penfill. Information on co-morbid illness (any pre-existing cardiac issues, previous glycaemic control details), and relevant investigations (ECG, echocardiogram, blood tests) are not there for complete assessment. This single case report is not considered to change the current knowledge of the safety profile of ryzodeg penfill. No consent for safety follow-up questions, hence no further follow-up is possible.